Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The patient's doctor recommended the use of unscented lotion to the skin and to increase the frequency of garment changes. There is no alleged device malfunction. Follow up with the patient was completed and the skin irritation was improved.